Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The customer did not send the equipment to lbb, so it was not possible to conduct the investigation. We concluded the report as no sample. If the customer sends the equipment for investigation in the future, we will reopen the report to complete the investigation. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "installation of immunoglobulin in bi, pump apparently functioning normally. After 2 hours of infusion, enter the bed to increase the volume and contact bag full. The pump did not trigger any alarms."